Event description:
It was reported that the winged luer cap of a small volume intermate separated from the device. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The lot 13j040 was manufactured from september 19, 2013 to september 20, 2013. The device was received for evaluation outside of its original packaging. Visual inspection via the naked eye was performed and noted that the blue winged luer cap had separated from its distal luer lock. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot, though a change in manufacturing equipment occurred coincident with the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.